Event description:
The device was returned due to pneumatic valve leak failure (valve 1). Upon return, the device started up with no alarms but after a few minutes the air compressor will attempt to cycle unit will exhibit a double red pump alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test, unit passed (valve 1 ok). Performed hardware test and unit failed due to valve 2 leak failure. Installed engineering pneumatic assembly and performed hardware test, unit passed. Performed diagnostic test on pressure pcba and valves, tested ok. An error is being created due to a leak on the pressure side of the tank body. Tank body and o rings will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: error message stating that it needs serviced patient harm: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.